Event description:
A customer reported that their pump battery would not charge, and no power source alert had been received. There was no adverse impact on the customer's blood glucose level. The customer was advised to try using different wall outlets and adapters, but the issue persisted with an unstable charging connection. Since trying a different charging cable did not resolve the issue, technical support decided to replace the pump. The pump was still under warranty, and the customer planned to use multiple daily injections (mdi) as a backup. The shipping address was confirmed for the replacement, and instructions were given on how to put the pump into storage mode and return it to tandem.